Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported for son via phone call for power error and cosmetic damage. The customer¿s blood glucose was unknown. Customer reported that insulin pump is not working. The customer stated that the internal power source in the pump is unable to charge. Customer has not previously called to report power error detected. Customer reported that the pump has a hairline crack on the backside along the battery side. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. Insulin pump trace download analysis confirmed the pump alarmed power error due to j6 connector resistance issue. No unexpected low battery alarm noted. Insulin pump received with cracked case corner of the belt clip rails near the battery compartment.